Event description:
It was reported that on (B)(6) 2013 the patient presented with silent ischemia and underwent a percutaneous coronary intervention (pci) procedure of the 90% stenosed, de novo, distal right coronary artery (rca) with implantation of a 2.25 x 18 mm xience prime stent at 10 atmosphere (atm). Post dilatation was performed and the procedure was completed without issue. The patient visited the hospital at the 8 month follow up on (B)(6) 2014 and coronary angiography (cag) revealed restenosis at the target lesion. On (B)(6) 2014 revascularization of the restenosis with implantation of an unspecified drug eluting stent (des) was completed and on (B)(6) 2014 the issue was resolved. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation and the stent remains implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Stenosis and prolonged hospitalization are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.